Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The philips service engineer reviewed the suggested repair per the manual. It was verified there were high-rate alarms in the event log which had apparently been alarming for a while. The customer was advised that a high breath rate could cause the blower to get hot. The customer was advised to perform a full pvt to verify it is operating as expected before placing the unit back into service. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted as applicable.

Event description:
It was reported to philips that the device had a blower high temp alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.